Manufacturer narrative:
This adverse event was one of three reported in an advance publication and was not reported directly to the manufacturer. A request for additional information has been made and limited patient information received. There was no device deficiency reported. The publication is circulation journal, doi: 10.1253/circj.cj-19-0766. Phrenic nerve damage leading to diaphragmmatic paralysis is a known potential adverse event of catheter ablation procedures.

Event description:
An advance literature publication reported a phrenic nerve palsy (pnp) during a pulmonary vein isolation (pvi) procedure during ablation of the right superior pulmonary vein. The patient was asymptomatic. After three months of follow-up the pnp was still detected by fluoroscopy. No product information was provided and no device deficiency reported.